Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Device received with erased serial number label noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not turning on. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump was exposed to pool water. Customer reported that the home screen did not appear on the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.